Event description:
A customer reported to beckman coulter, inc. (Bec) that coulter hmx al hematology analyzer generated erroneous differential results. The erroneous results were reported out of the laboratory. Corrected differential report was issued based on the manual test. There was no death, injury, or effect to patient treatment associated with this event.

Manufacturer narrative:
Sample collection and storage information were not provided. The controls were run prior to processing the specific specimen and after the event. All results were within the specifications. The flagging sensitivity settings were [3303], where the blasts, variant lymph, imm ne 1, imm ne 2, were all set at highest level and imm ne1 was set to off. Raw data analysis provided the following: the sample shows a relatively small amount of neutrophils. The neutrophil population is touching the lymph population. The pattern is slightly abnormal, but it was not significant enough to trigger the blast flagging rules. On (B)(4) 2011, bec field service engineer collected data and verified the instrument. The instrument was performing within the specifications. Root cause for this event is unknown.